Manufacturer narrative:
H11: on 23-sep-2020, smith & nephew received new information from the reporting source. The synergy stem is still implanted in the patient and was not revised. The manufacturer has identified that this event should be re-evaluated as it does not meet the threshold for MDR reporting. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the patient underwent at least two additional dislocations with a medical interventions after the previous operation on (B)(6) 2019. It is unknown which hip was involved. The patient outcome is unknown.